Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from four different patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7160 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to a non-vitros method. Patient 1 vitros tsh results of 0.28 miu/l (hyperthyroid) vs. The expected results of 2.53 miu/l (euthyroid). Patient 2 vitros tsh results of 0.295 and 0.32 miu/l (hyperthyroid) vs. The expected results of 1.28 miu/l (euthyroid). Patient 3 vitros tsh results of 0.20 miu/l (hyperthyroid) vs. The expected results of 1.40 miu/l (euthyroid). Patient 4 vitros tsh results of 0.18 miu/l (hyperthyroid) vs. The expected results of 2.60 miu/l (euthyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 604304.

Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from four different patient sample when tested using vitros immunodiagnostics products tsh reagent lot 7160 in combination with a vitros 5600 integrated system. The results were considered discordant when compared to a non-vitros method. A definitive assignable cause cannot be determined. The customer made no suggestion of any issues regarding accuracy or precision of the vitros assay however, vitros tsh lot 7160 was a new reagent for the customer at the time of the event and a historical qc performance review was not possible. Therefore, the performance of the vitros tsh reagent lot 7160 cannot be determined and a reagent issue cannot be entirely ruled out as contributor to the event. An insufficient within run precision test was performed on the vitros 5600 integrated system, therefore, the marker precision test cannot be used to assess the performance of the vitros 5600 integrated system. Consequently, an instrument issue cannot be ruled out as contributing to the events. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this cannot be confirmed. Additionally, the customer stated that some of the patients were in receipt of biotin, therefore, it is possible that a biotin interferent that affects the vitros tsh contributed to the lower than expected results for the patients. The vitros tsh instructions for use states: ¿specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples.¿ no information was provided when requested regarding which of the patients were in receipt of any biotin supplements and what the dosage was. Therefore, biotin interference cannot be ruled out as a contributor to the events. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7160.